Event description:
New information notes the recommended programming changes were made. There was no re-occurrence of the post paced t wave oversensing. The patient was stable.

Manufacturer narrative:
Further information was requested but has not been received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were recommended.